Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, seroma-late.

Event description:
Healthcare professional reported patient had pain n and deformity on right side. The device remains implanted. Healthcare professional additionally reported radials folds and "fluid" around implants from MRI scan, as well as additionally reported capsular contracture baker grade iii on right side.